Event description:
IV pump was set up to deliver full bag meds over 14-15 hours. When IV pump was checked in about 40 min. Bag was empty. IV pump was showing that only 9.7 ml had been infused. FDA safety report ID # (B)(4).